Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection revealed the drain broke 2 cm above the black dot. The broken surface is very indented and appears that breakage was following previous mechanical damage. The drain could be damaged during insertion and then broke while being pulled out. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Batch j1395998, mfg date: 12/2013, exp. Date: 12/2018.

Event description:
It was reported that the patient underwent resection of the right lung on (B)(6) 2014 and reservoir was attached to a drain. On (B)(6) 2014, the drain broke when it was removed. It was not noticed until x-ray image was taken that broken part of the drain remained in the thoracic cavity of the right lung. The patient underwent a surgical procedure to remove the drain piece and it was completed successfully. It was reported that it is possible that when the drain was held and placed in the patient, it was damaged by metal tools such as forceps and the damage caused the breakage of the drain when it was pulled out forcefully and removed from the patient. The patient is in the hospital and is in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4).